Event description:
The customer contacted physio-control to report that during a recent patient event their device would not detect that a set of quik-combo defibrillation electrodes were plugged in to the unit and attached to the patient. The defibrillation electrodes were then unplugged from the first device and plugged into a back-up device that was readily available. The delay between the first device and the back-up device was approximately 10-15 seconds. The customer advised that the patient, an (B)(6) female, did not survive the event; however, it was his opinion that the device use did not contribute because there was a very minimal delay in care between the two devices. No further details about the patient, the event, or the care provided to the patient were provided.

Manufacturer narrative:
(B)(4): physio-control provided the customer with servicing options for their device; however, the reporter was not the device end user and advised they would have the appropriate person contact physio if they decided to go forward with servicing the device. Physio has made multiple attempts to contact the customer for additional information about the event but has not received a response. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control was able to speak to the device end user who advised that he was not sure if the patient received defibrillation therapy using the backup device and that he had no further information about the patient, or the event, to provide. The device end user further stated that the device has been permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.